Manufacturer narrative:
The unit passed the displacement test, rewind, and basic occlusion test. There was no motor error alarm during testing. The motor was tested outside of the device and passed. The unit was unable to prime during the prime test due to a faulty force sensor resistor. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked belt clip slot, and cracked battery tube threads.(B)(4)

Event description:
The customer called in to report multiple motor error alarms during bolus and basal rates. The customer's blood glucose level was 403 mg/dl. The customer's device was replaced, and was informed to return the product back for analysis.